Event description:
It was reported patient underwent a trauma procedure utilizing a phoenix femoral nail on (B)(6) 2012. When the surgeon was using the hex driver with the end cap, the tip of the driver fractured and remained in the end cap. The surgeon was abe to retrieve the fractured piece.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Evaluation of device found evidence that fracture was due to excessive force. There are warnings in the package insert that state that this type of event can occur: under care and handling it states, "prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are discolored, have loose screws/pins, are out of alignment, are cracked or have other irregularities, do not use."